Event description:
It was reported that during the angio procedure the stent slid off the balloon. The patient was asymptomatic. The stent dislodged in the sub clavian and an attempt to retrieve the dislodged stent was unsuccessful. Another company's stent was used to compress the dislodged stent to the vessel wall. There was no patient effect.